Event description:
It was reported that pump alarmed no disposable. Troubleshooting was performed and alarm persisted. It was reported the alarm occurred with the last infusion and the pump finished a day earlier than it should, but they stated and thought that was related to the pump program. Reservoir volume was 33.8, rate was 0.4ml/hour, given was 4.25ml. Patient was not affected. The event occurred while in use with patient at patient's home. There was no harm reported. This was operated by a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.